Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 03/28/2017 that on (B)(6) 2016, the transmitter was not lasting three (3) months. No additional patient or event information is available. Data was provided for evaluation. The reported transmitter not lasting three (3) months was confirmed via data. The root cause could not be determined.